Event description:
It was reported that a malfunction alarm occurred and efforts to reset the code were unsuccessful. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, advised on backup therapy using multiple daily injections, and a replacement pump was arranged to be shipped. The customer agreed to return the faulty pump within the specified time frame.